Event description:
1 suspected false positive sars result for 1 symptomatic patient. No confirmatory testing completed. Pcr test result pending at the time. The site conducts a high volume of testing with an overall positive rate around 2%.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.